Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one (1) tsvh13, tapered screw-vent implants with mp-1® ha dual transition selective surface for evaluation. Visual evaluation was performed, product was evaluated and filed - signs of use, damage to the implant was identified. The implants collar was fractured. This complaint refers to the tsvh13, tapered screw-vent implants with mp-1® ha dual transition selective surface. DHR review was completed for the subject lot number 63496259. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63496259 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 3, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.

Event description:
It was reported that the patient had a fractured collar at implant tooth site #11. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.